Event description:
It was reported that the user experienced difficulty twisting and attaching multiple connectors to the ilet during a supply change, with three connectors from the same lot failing to attach while a fourth from the same lot attached successfully; blood glucose was not affected. Customer care provided support that included shipment of replacement connectors. Investigation of this case revealed an intermittent inability to mate the connector to the device, limited to select pieces within the lot, with successful attachment achieved using another connector from the same lot, suggesting product variability at the component interface. No clinical symptoms reported. Outcomes included no impact to health. It was concluded, based on previously established findings for similar reports, that the cause was an isolated product performance issue related to the connector component rather than device function or user harm.